Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the pad of a head impactor has fractured and it covered in bio-debris. Complaint confirmed based on evaluation of the provided image. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device was discarded.

Event description:
It was reported that the head impactor/pusher broke while impacting the head implant. Only three of the four broken pieces were found. Multiple x-rays were taken to ensure nothing was left in the patient. Visual inspection did not find anything left in the patient.there is no additional information available at the time of this report.